Event description:
Initial reporter indicated that a vns pt's lead "has been reaching the skin to the point that they are already visible, popping out of the skin," with signs of possible infection and required revision surgery. During the revision surgery, it was discovered that tie-downs from the initial implant surgery were loose (unattached from fascia) and appeared to be rejected by the pt's body. The surgeon believed that rejection of the tie-downs led to lead extrusion, and it was found that the surgeon had used absorbable sutures in the initial implant surgery to secure tie-downs to the fascia, thus causing them to become loose over time. At the revision surgery, the surgeon chose to remove all loose tie-downs and re-buried the extruded lead. Cultures taken at the incision sites did not reveal any signs of infection. Follow up performed with the surgeon's office post revision surgery indicated that the pt's wounds were well healed with no signs of infection. Review of mfg records confirmed sterility of the lead prior to product release. No device deficiency was identified.